Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 15 mmol/l (270 mg/dl) while wearing the pod between 24 and 36 hours on the hip/buttocks area. A correction was administered using the pod, but the bg levels did not decrease. Insulin was noticed leaking out. The pod was removed, and the cannula was found to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the exposed portion of the soft cannula, and fluid was able to flow through the fluid path with no signs of struggle. A leak test found that fluid flowed through the fluid path with no signs of leakage. Cracks were observed on the top housing, although it cannot be determined when or how this damage occurred. This damage did not affect the device's ability to deliver insulin. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.